Event description:
The patient was referred for vns explant due to aspiration with vns stimulation and pain. The patient was noted to be at a higher risk of aspiration pneumonia due to the vns. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Per the physician, the vns was disabled in 2016 due to these adverse events. The aspiration and pain were attributed to both vns stimulation and patient physiology. No additional relevant information has been received to date.

Manufacturer narrative:
B4. Corrected information, supplemental report #2: inadvertently put incorrect submission date.

Manufacturer narrative:
B5. Corrected information, supplemental report #1: inadvertently did not report the explant. D6b. Corrected information, supplemental report #1: inadvertently did not include explant date. F10. Corrected information, supplemental report #1: inadvertently did not include the code for explant.

Event description:
It was later reported that patient had their device explanted. The generator was noted to have been discarded. No other relevant information has been received to date.